Manufacturer narrative:
E1: initial reporter phone: (B)(6).

Event description:
It was reported that shaft break occurred. The target lesion was located in the circumflex artery. A 20 x 3.00mm promus elite mr drug-eluting stent was advanced for treatment. However, inflation did not occur after it was positioned for inflation. Upon removal, the shaft was found to be broken. The procedure was completed with another of same device. There were no patient complications. Patient was stable.

Manufacturer narrative:
(B)(6). Device evaluated by MFR. : a promus elite ous mr 20 x 3.00mm stent delivery system (sds) was returned for analysis. Visual and tactile inspection revealed no kinks or damages in hypotube shaft profile. A break was identified in the lasercut section, 10.3cm proximal from the port exchange. Examination of the stent found no issues. There was no sign of damage, stretching or lifting of the stent struts. Balloon cones were reviewed, and no issues were noted. Balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. No signs of movement, stent was set between the proximal and distal markerbands. The bumper tip showed no signs of distal tip damage.

Event description:
It was reported that shaft break occurred. The target lesion was located in the circumflex artery. A 20 x 3.00mm promus elite mr drug-eluting stent was advanced for treatment. However, inflation did not occur after it was positioned for inflation. Upon removal, the shaft was found to be broken. The procedure was completed with another of same device. There were no patient complications. Patient was stable.